Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 12.9-13.2cm from the connector pin, consistent with lead friction to the ICD can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise. (B)(4).

Event description:
It was reported that the patient presented in clinic after noise reversion alert was seen on merlin.net. Upon interrogation, the noise was reproducible through isometrics. No other electrical anomalies were detected. The lead was explanted and replaced. Patient was stable.